Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver contacted support for guidance on low blood glucose and announcements while using the ilet, and was advised that the user should announce when in range and stable and, if below 70 mg/dl, should treat hypoglycemia first with oral glucose, wait until stable, then eat and announce; a device low glucose alert of 58 was noted. Symptoms included hypoglycemia. Outcomes included resolution through troubleshooting and education without need for higher level care. Investigation included user counseling on appropriate workflow for hypoglycemia management and timing of announcements. Investigation of this case revealed no device malfunction and suggested user technique and timing as contributing factors to the event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.